Event description:
While performing bench service for the device, an authorized bench technician noted that the display for the unit was dim. There was no reported patient involvement/adverse patient impact.